Manufacturer narrative:
The information that olympus obtained later was corrected. As an investigation result conducted on august 29, 2016, it was found that only the insertion portion, control section and a part of the operation wire of the actual device were returned to olympus. The basket part referenced in this event was not returned. The coil sheath ((B)(4)) of the mechanical lithotripter bml-110a-1 was also returned. The coil sheath was cut off during use. The returned operating wire was separated into two parts. The fracture surface of one of the separated wires was deformed due to the tensile load applied. The fracture surface of the other one was as sharp as it is cut with a cutting tool. From the above investigation, no anomaly was found in the manufacturing history of the lot with the actual device relating the below items. Outer diameter of the operation wire; overflown length of the brazing filler at the brazed part; outer diameter of the brazed part;. Appearance of the brazed part; appearance of the sheath. Therefore, it is surmised that the joint part between the operation pipe and wire was fractured due to an excessive stress beyond the durability of the device applied to crash the calculus. Size and hardness of a calculus is one of contributing factors that may cause an excessive stress during lithotripsy.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
When the doctor crushed a large calculus, the basket wire inside the sheath of the subject device was broken. Since the wire was too short for the mechanical lithotriptor to be attached, the surgical operation was eventually performed on the patient, then the calculus and the subject device were removed.